Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the balloon was inflated to all 3 sizes. When attempting to deflate they could not get all of the water out of the balloon and had to remove scope with balloon still hanging out of the scope. A couple of cm still had fluid in the balloon. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event. Additional information received on june 25, 2025. It was reported that the anatomy location of the procedure was esophagus.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the balloon was inflated to all 3 sizes. When attempting to deflate they could not get all of the water out of the balloon and had to remove scope with balloon still hanging out of the scope. A couple of cm still had fluid in the balloon. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.